Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the left side rail would not lock in the up position. No pt involvement or adverse consequences are reported.